Event description:
A malfunction alarm occurred, but prior notable events were not identified. Blood glucose levels remained within normal limits, not exceeding 500 mg/dl. Technical support provided assistance by guiding the customer to reset the pump, which prevented the malfunction code from recurring. Customer was advised to continue using the pump and to contact support again if issues reoccur, acknowledging and understanding the guidance provided.